Manufacturer narrative:
Concomitant medications: aspirin 81mg daily (start date unknown), lopid 600mg daily since 2009, irbesartan 300mg daily since 2009, hydrochlorothiazide 12.5mg daily since 2009, coreg 2.5mg daily since 2009, imdur 30mg daily since (B)(6) 2010, niaspan 1500mg daily since 2009, metformin 1500mg daily since 2005. Concomitant devices: 3.0 x 20mm firestar balloon for pre-dilation, 3.5mm quantum maverick balloon for post-dilation, 3.5 x 13mm cypher rx. The devices were implanted and, therefore not available for return. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00283 and 3003742446-2011-00284.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi and arterial dissection during the index procedure. This is a (B)(6) male with medical history dyslipidemia, hypertension, diabetes and family history of cad. The indication for the index procedure was angina with a positive functional study. Angiography revealed a 65% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation, single stent implantation and post dilation were successfully completed. The site reported that the procedure was complicated by a dissection. The dissection was treated with placement of a second study stent proximal and over lapping the initial stent. Post dilation was performed on the second stent. The core lab reported a 19% residual stenosis, resolution of dissection and timi 3 flow. The core lab also reported a 95% stenosis of the 1st septal. Intra-procedure the ck was 115, the ckmb was 1 and the troponin was 0.04. Post-procedure the ck was 197, the ckmb was 6 and the troponin was not tested. The following day the ck was 336, the ckmb was 6 and the troponin was 4.05. The ECG core lab reported no new major st-t abnormalities and no new q waves. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported no complications. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15070796 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
As reported by the (B)(4) study, a patient experienced a vessel dissection during the index procedure and elevated cardiac enzymes post-procedure. The patient's medical history is significant for angina, family history of coronary artery disease, ischemia, hyperlipidemia, hypertension, diabetes mellitus ii, and allergy to sulfa. The indication for the procedure was stable angina pectoris. At the time of the index procedure, angiography revealed 65% stenosis in the proximal left anterior descending (lad) artery. The lesion was severely calcified, 35mm in length, class c, and de novo. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 20mm firestar balloon at 16atm. A 3.0 x 33mm cypher rx stent was implanted at 16atm and post-dilated with a 3.5mm quantum maverick balloon. Following post-dilation, a type b dissection was discovered via ivus, and a 3.5 x 13mm cypher rx was implanted at 18atm proximal to and overlapping the initial stent to treat the dissection and fully cover the lesion. The stents were post-dilated with a 4.0 x 15mm balloon at 20atm. It was reported that the dissection was not flow limiting and the patient did not experience chest pain or ECG changes at the time of the dissection. The investigator felt that the dissection was related to post-dilation and possibly the cypher stent. Pre-procedure cardiac enzymes were within normal limits. Six to twelve hours post-procedure, ck was 197 (uln 232) and ckmb was 6 (uln 7). Sixteen to twenty-four hours post-procedure, ck was 336 (uln 232), ckmb was 34 (uln 7) and troponin I was 4.05 (uln 0.06). There were no post-procedure adverse events reported. The patient was discharged the day after the index procedure. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the information suggests that vessel/lesion characteristics may have contributed to the dissection and the dissection may have contributed to the elevated post-procedure enzymes. There is no indication in the reported information or the DHR of a design or manufacturing related issue therefore no action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00283 and 3003742446-2011-00284.

Manufacturer narrative:
Addendum: based on the cec adjudication minutes received on 5/8/12, the committee has determined that the patient experienced a peri-procedure mi based on the elevated enzymes. The committee reported the event as being related to the procedure and related to the devise. Myocardial infarct has been added to this report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(4) study, a patient experienced a vessel dissection during the index procedure and elevated cardiac enzymes post-procedure. At the time of the index procedure, angiography revealed 65% stenosis in the proximal left anterior descending (lad) artery. The lesion was severely calcified, 35mm in length, class c, and de novo. The reference vessel was 3.5mm in diameter. The indication for the procedure was stable angina and a positive functional study for ischemia. The lesion was pre-dilated with a 3.0 x 20mm firestar balloon at 16atm. A 3.0 x 33mm cypher rx was implanted at 16atm and post-dilated with a 3.5mm quantum maverick balloon. Following post-dilation, a type b dissection was discovered via ivus, and a 3.5 x 13mm cypher rx was implanted at 18atm proximal to and overlapping the initial stent to treat the dissection and fully cover the lesion. The stents were post-dilated with a 4.0 x 15mm balloon at 20atm. It was reported that the dissection was not flow limiting and the patient did not experienced chest pain or ECG changes at the time of the dissection. The investigator felt that the dissection was related to post-dilation and possibly the cypher stent. Pre-procedure cardiac enzymes were within normal limits. Six to twelve hours post-procedure, ck was 197 (uln 232) and ckmb was 6 (uln 7). Sixteen to twenty-four hours post-procedure, ck was 336 (uln 232), ckmb was 34 (uln 7) and troponin I was 4.05 (uln 0.06). There were no post-procedure adverse events reported. The patient was discharged the day after the index procedure.